Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test passed. Pairing test with (B)(4) bluetooth device passed. Global transmitter final functional test passed. Data/share log reviewed. The customer's complaint was confirmed because there was an indication of an inaccurate cgm. A root cause could not be determined via product evaluation. No additional event or patient information is available.